Event description:
The customer reported the insertion section of the evis lucera elite bronchovideoscope was crushed. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the coating of the insertion tube was peeled. The report is being submitted due to peeled coating found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the connecting tube was dented. Also, evaluation found the bending section cover adhesive was chipped, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the forceps and channel cleaning brush could not be inserted smoothly due to damage on the instrument tube, the electrical contact of the scope connector was shaved, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the peeled coating could not be determined. It is possible that the event was caused by stress of repeated use, external factors, or handing. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the control section and endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid.¿ olympus will continue to monitor field performance for this device.